Event description:
It was reported that the right ventricular lead exhibited oversensing noise. No intervention was performed. The physician elected to continue to monitor. There were no patient consequences.